Event description:
Sterile processing department was going thru the sets after cleaning and noticed an instrument was broken. One of the tips on the bender has broken off, looks rusted.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no non conformities were found. The returned device was manufactured in september 2007 and is over 5 years old. The device shows evidence of extensive use and wear. The design is adequate for its intended use and did not contribute to this complaint condition. The pliers are manufactured from 420a material with a carbide insert which is a typical material combination used to manufacture universal bending pliers. The device is also heat treated to improve wear properties. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device is over 5 years old and shows evidence of extensive wear.